Event description:
It was reported the pt can no longer establish communication between the ipg and external devices (pt programmer and charging system). The pt stated that she charged infrequently and only when stimulation was turned off. In addition, the pt stated that she last charged and used the system approx 6-12 months ago. The pt has been referred to a physician to discuss ipg replacement. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Correction/removal numbers: add'l numbers - 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in three field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.